Event description:
The suspect device was used to check the pt's blood glucose. Reading of 461,491, and 561mg/dl were obtained. The pt was concerned about the device and strip accuracy and did not eat or treat themself. Pt's friend took pt to the hospital. The hospital doctor performed a blood glucose test on their device and the result was 348mg/dl compared to 195mg/dl on the pt's suspect device. The doctor said pt was dehydrated and treated pt with a saline IV.